Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 186 mg/dl and it was addressed with a bolus. Reportedly, the customer inadvertently inputted a blood glucose (bg) level of 35 mg/dl instead of 35 grams of carbohydrates when attempting to deliver a bolus in the morning. The bolus was not delivered. Also, it was noted that later the customer entered a blood glucose level of 65 mg/dl instead of 165 mg/dl, and no bolus was delivered. The customer stated that they were going through the pump screens too quickly and were not confirming the entries. The customer indicated that they would be more cautious when entering carbohydrates and bg levels.